Event description:
Boston scientific received information that this device system detected a low right ventricular (rv) pacing impedance measurement less than 200 ohms. The non-bsc rv lead impedance had been historically low and was 200 ohms at implant. Capture was still within range and the low impedances had been stable, the patients' physician elective not to replace the rv lead. The patient was scheduled for an upcoming interrogation. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.